Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device has been returned for analysis. A supplemental report will be filed upon completion of the analysis and investigation. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the valve indicated explant damage on the outflow. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow and outflow. Moderate tears on the inflow along the inflow margin of attachment were determined to be associated with the removal of host tissue during explant. A large tear in the belly of leaflet 1 was determined to be associated with a sharp object such as forceps during explant. A small tear on the outflow of leaflet 2 adjacent to the 1-3 commissure was determined to have occurred during explant. A small puncture in the tunica of leaflet 3 was determined to be due to a sharp object such as forceps. All commissures were determined to have been removed during explant. Traces of pannus remained attached to the sewing ring on the inflow, with remnants extending 1 to 6 mm onto the inflow of all cusps. Remnants of pannus lined the outflow margin of attachment of both leaflets 1 and 3. It was determined that an unknown amount of pannus had been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. The investigation is ongoing. A supplemental report will be filed upon completion of the investigation.

Manufacturer narrative:
Conclusion: the analysis of the device confirmed the presence of pannus. Pannus overgrowth has been an inherent risk of surgical valve replacement. No formal investigation is recommended; medtronic's quality assurance will continue to monitor for future similar events.

Event description:
Medtronic received information that 3 years and 2 months post-implant of this bioprosthetic valve, the valve was explanted due to pannus tissue overgrowth. The valve was successfully replaced with another manufacturers valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.